Event description:
It was reported that the user, on the ilet for approximately eight days, experienced a post-dinner glucose roller coaster after not announcing a meal and then overtreating hypoglycemia, with documented values as low as 39 mg/dl and as high as 275 mg/dl. Troubleshooting and education were provided on proper hypo treatment and alarm response, and oral glucose was advised for lows. Symptoms included hypoglycemia, hyperglycemia, tachycardia, sweating, shaking, and anxiety. Outcomes included urgent low glucose requiring immediate oral carbohydrate treatment without hospitalization. Investigation included complaint intake review, therapy and usage assessment, and guided user education on hypoglycemia treatment and device alarm management. Investigation of this case revealed user-related overtreatment of hypoglycemia and missed meal announcement contributed to glycemic excursions, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique and therapy management.